Event description:
The sheath had been placed and the guidewire inserted. When removing the guidewire and pulling the sheath out of the patient, the sheath shaft detached from the "hub" and was retained inside the patient. The retained portion had to be retrieved. The outer sheath tubing detached from the hub. Close-up inspection of the proximal end of the sheath tubing shows a slight twist and a slight flare to the tubing.